Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient reported that he began to experience concerns with the infusion set insertion device a few months ago when the device became less reliable when he tried to insert the headset. Patient reported it took 5-6 attempts to correctly insert the headset. Patient also reported the insertion device frequently "triggered itself" when not in position over the skin and released the headset across the room or into his hand. Patient ordered a replacement insertion device and reported the replacement exhibited the same failure. Patient discontinued use of the insertion device and inserted the headsets manually. Patient did not require treatment from a health care professional or second party to address the issue. Insertion device was replaced and requested for evaluation. No additional information was provided.